Manufacturer narrative:
One device was received for evaluation. There were no previous services reported. The events log was reviewed and there were no errors related to the reported event. Visual inspection was performed. The device passed all performed tests. The reported problem was duplicated, and the probable cause was a damaged main board.

Event description:
It was reported that the pump exhibited a red screen alarm and error code 45639. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.